Manufacturer narrative:
Olympus followed up on this report and was informed that the pt rec'd a diagnostic endoscopy procedure on (B)(6) 2010, and the procedure was successfully completed and the pt discharged the same day. The pt reportedly contacted the attending physician complaining of diarrhea and pain. A stool culture was performed on (B)(6) 2010, and tested positive for c. Difficile on (B)(6) 2010. There was no additional info provided regarding the pt outcome. The device was forwarded to an independent microbiological testing laboratory for culturing and sterilization prior to being returned to olympus. Olympus was informed that the device tested negative for growth. The device was rec'd at olympus for eval, and the eval found no signs of foreign residue on the external surfaces of the device. The instrument channel and suction channel were inspected using a boroscope and found no evidence of foreign residue or debris. The device passed leakage testing. The distal end cover and one light guide lens were cracked, and the bending cover glue was damaged. The unit failed distal end insulation testing. The device was serviced and returned to the user facility. And olympus endoscopy support specialist has been dispatched to the hosp to provide the user facility in-service training on the appropriate reprocessing of endoscopes. The cause of the reported phenomenon cannot conclusively be determined at this time. If significant additional info becomes available later, a supplemental report will be provided. This MDR is being filed in an abundance of caution. This report is one of three. Cross reference MFR report numbers: 8010047-2010-00232, and 8010047-2010-00233.

Event description:
The user facility reported that a pt tested positive for the presence of clostridium difficile after having had a diagnostic colonoscopy procedure with the subject device.